Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had intermittent capture in the bi-polar pacing configuration. The parameters on the lead were changed to unipolar pacing and the adaptive rv capture was turned off. The lead remains in use. It was noted that the patient is taking part in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.